Manufacturer narrative:
Device complaint of pacemaker in backup mode was confirmed. The backup condition of device was verified when received. Device image was analyzed; the cause of the field complaint and condition noted in the lab was due to an anomalous integrated circuit (ic) on the hybrid. Device code reload was performed after replacing device battery and no anomalies noted. Assessment of total projected longevity was performed, and device was found to have appropriate longevity left.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient¿s pacemaker was in backup mode. During backup mode pacing, pocket stimulation was experienced by the patient. The physician explanted the dual chamber pacemaker and implanted a new one. The patient condition was stable.